Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the system on site. A full imaging checkout was completed and the reported issue was not replicated. The system passed all tests and was returned to service. No parts were replaced. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the imaging system had a communication problem and would not boot up properly. There was no patient present when this issue was identified. No additional information was provided.